Event description:
It was reported that the pt had a "tunnel site" infection that spread to the pump pocket. No further info was provided. Add'l info has been requested, but was not available at the time of this report.